Event description:
A report was received indicating that a clot had formed in a sheath during a coronary angiogram. The sheath was inserted and then the physician tried to pass a pigtail to the left ventricle but was having difficulties. The product IFU states: after aspiration and flushing, consider establishing a heparinized solution or suitable isotonic solution via the sideport extension. The addition of a heparinized saline drip via the sideport can help in the prevention of thrombus formation. A few different wires and an extended time span were involved in trying to get the catheter to pass through the aortic valve. Due to the length of time that had passed, the physician decided to give the pt a heparin bolus of 2400 units. When aspirating back from the sideport, resistance was encountered and then a large clot was removed. The procedure continued without further sequel or harm to the patient.

Manufacturer narrative:
The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint could not be confirmed without return of the product for analysis. Thrombus formation is a potential adverse event associated with the use of catheter sheath introducers. Review of the information suggests that procedural factors (infrequent flushing) may have contributed to the event.